Manufacturer narrative:
It was reported that the patient underwent a mesh removal on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and ams monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. The patient experienced urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of mesh on (B)(6) 2012 due to failed mesh, urethral hypermobility, and genuine stress incontinence. (B)(4).